Event description:
During a portacath placement, the physician stuck the internal jugular (ij) with a micropuncture needle, advanced the wire and put the introducer over the wire. When pulling the wire out, it broke in half in the pt. The fractured fragment was within the proximal left internal jugular vein extending into the left brachiocephalic vein. Access was obtained via the groin and the broken wire was removed successfully. There was no pt injury.

Manufacturer narrative:
Removal of foreign body. Separates. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Add'l comments: per the attached caution label we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." The wire included in the mpis set is a delicate wire not suitable to heavy abuse. In previous complaints we have found possible causes for separation to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. No statement in the event description aids in determining a possible cause. This complaint will be listed as no conclusion can be drawn. We will continue to monitor for similar complaints. Per quality engineering risk assessment, risk mitigation is not required.